Manufacturer narrative:
Patient information was unavailable/refused from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with engaging the spinous process clamps during a procedure. The manufacturer representative was able to walk the surgeon through the process and they were able to continue the case. The site was using the short and tall spinous clamps during this case and this was their first time using these instruments. There was no delay to the procedure and no impact to patient outcome as a result of this issue. Additional information was received clarifying that the issue was when the clamp was on the spinous process, they could not engage the threads of the screw until squeezing the clamp together. They were then able to capture the threads of the screw. This report captures the tall spinous process clamp.